Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving dilaudid (unknown dose and con centration) via an implantable pump for non-malignant pain and other non-malignant pain. On this report date, the hcp wanted to stop the pump as the patient was in the emergency room with overdose like symptoms. An emergency procedure for overdose was faxed to the hcp and the hcp was redirected to page a local manufacturer representative. No further complications were reported.